Event description:
Report rec'd of a tubing that "burst" while in use with a power injector. The unspecified power injector tubing was connected to the clave port of the extension set. The extension set was connected to the pt's peripheral i.v. Cannula. The pt was to receive 120ml of omnipaque 350 contrast. When the power injector had delivered approx 20ml, the tubing reportedly, "burst." The extension set was disconnected from the pt's i.v. Cannula and the power injector tubing was hooked directly to the pt's i.v. Cannula. The remaining 110mls were delivered and the scan was completed. There were no reported adverse pt effets and no medical intervention were required. Additionally, the customer indicated that there were two similar events that occurred in the facility "about a year ago." Though requested, specific events details were unavailable.